Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that their first ins had gotten replaced because the battery died/'was going out' and also because he had lost a lot of weight close to the implant, so the healthcare provider (hcp) ended up moving where the implant was placed. No further complications were anticipated/reported.